Event description:
A hospital in (B)(6) reported that a leak was found in an rt225 infant bias flow breathing circuit. The leak was observed prior to pt use.

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint breathing circuit is currently en route to fisher & paykel healthcare for eval. We will provide a follow-up report upon completion of our investigation.